Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had good results for a few weeks after the sacral implantable neurostimulator (ins) (B)(6) 2026). Then symptoms came back (fi). Patient went a few times to the consultations, where other programs were tested. At that time some impedances were above 4000 ohms. No known cause. Programs were used and tested which didn't involve the combination of the impedances which were above 4000 ohms. But the results weren't comparable to those during the test phase and the first days after implantation. As the impedances were getting worse, they thought the problem was with the electrode or its connection to the ins. Therefore a revision surgery was planned, in order to be able to check the connection between the electrode and the neurostimulator and to make sure the electrode was still in place by checking the motor answers (anus contraction and foot flexion). When patient came to the or, they checked the impedances: case+ plot 0,1,2,3 and plot 0+3 were above 4000 ohms. As the surgeon opened the wound they carefully pulled out the ins and the electrode came out of the ins by itself. As far as it could seen, the screw was still in the thread. They then checked the electrode and had good motoric answers on all four of the plots. So they didn't need to change the electrode. The electrode was connected back into the ins and the screw was tightened with the screwdriver. They heard the "clicks", as a surgeon tightened the screw. But electrode was still loose and came out again as they pulled very slightly the electrode out. As they couldn't connect/fixate the electrode properly, they decided to replace the ins. The ins was connected to the electrode, the screw tightened and was connected properly. The impedances were checked and were good.